Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had reservoir leak. The customer¿s blood glucose level was 172 mg/dl at the time of the incident. The customer reported that the insulin pump was exposed to insulin. Reservoir lip ring feels and seems cracked. After troubleshooting, customer was advised the reservoir will be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan as per health care professional instruction. The reservoir will not be returned for analysis.